Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation by the manufacturing plant.

Event description:
On (B)(6) 2022, it was reported to anika that during an orthovisc injection, the glass syringe broke at the luer lock section of the syringe. There was no report of any negative patient or user impact. The procedure was completed with another orthovisc syringe and there was no delay in the procedure. There was no guidance assisting with the delivery of the solution. The device was discarded. Additional information was solicited.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation by the manufacturing plant. Additional information was provided upon request. The device was discarded. No photos of the broken device were provided. The break was reported to be at the luer lock / syringe location of the device. The user was using a 23-gauge needle. There was no guidance used when attempting to inject. A review of the IFU was performed and the user is instructed to use 18-21-gauge needle. A review of the batch record was performed. There were no deviations or nonconformances recorded in the manufacturing record. The device was released for commercial user per applicable procedures and specification. This reported event will be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of new and relevant information.

Event description:
On 18apr2022, it was reported to anika that during an orthovisc injection, the glass syringe broke at the luer lock section of the syringe. There was no report of any negative patient or user impact. The procedure was completed with another orthovisc syringe and there was no delay in the procedure. There was no guidance assisting with the delivery of the solution. The device was discarded. Additional information was solicited.